Event description:
It was reported that the right atrial (ra) lead triggered a lead warning due to low impedance. The lead was causing intermittent diaphragmatic stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).